Event description:
A pt was being moved from pt bed to fx40 cradle. The detector head was at 0 degrees. Nuc tech wanted to move head to 180 degrees. He selected auto motion on hand control - 180 degrees. The head hit the pt board on the pt bed. Damage was done to the bed and detector head. No pt contact.